Manufacturer narrative:
A visual inspection was performed on the returned device. The reported unsealed device packaging was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported unsealed device packaging could not be determined. The device was returned, but the packaging pouch was not returned to confirm the missing or inadequate seal. In this case, it is possible that the packaging material was too sensitive to cracks/bending (causing the packaging to be unsealed), the packaging was prematurely unboxed and opened before being returned to inventory, or the pouch was inadequately sealed; however, these conditions could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation without patient involvement, the dragonfly optis imaging catheter was removed from the chipboard box when it was noted that the plastic bag packaging was not sealed, and the sterility is breached. A new dragonfly optis was used successfully for the procedure. There was no patient involvement and no clinically significant delays in the procedure. No additional information was provided.